Event description:
The complaint is reported as: sheath damaged during use on patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo and a video of the complaint sample. Visual inspection of the photo and video confirmed that the part of the valve assembly on the merit medical safe sheath had separated from the sheath. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit cautions the user, "dilators and catheters should be removed slowly from sheath. Rapid removal may damage valve resulting in blood flow through valve. Never advance or withdraw guidewire or sheath when resistance is met." The complaint of a damaged sheath valve was confirmed by the customer photo and video. Part of the sheath valve was completely separated from the assembly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4) corrected data: corrected data: section h.6.-investigation findings code corrected to 3252.

Event description:
The complaint is reported as: sheath damaged during use on patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: sheath damaged during use on patient. No patient harm was reported. The patient's condition is reported as fine.